Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am3187, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the following event details: (thread knotted)¿ he separated the knotted thread at the time of surgery and replaced it with another¿. What was the specific issue with the suture? When the event occurred; prior or during surgery? Name of the procedure? Device return status/follow up?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the thread knotted. The surgeon separated the knotted thread at the time of surgery and replaced it with another. There were no adverse patient consequences. Additional information was requested.